Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is approximation. An anonymous report was submitted via maude regarding inaccuracy experienced by a patient. According to the documentation on (B)(6) 2025, the estimated glucose value (egv) differed from the bg reading by more than 150 mg/dl. The patient reported experiencing several episodes of hypoglycemia that went untreated due to inaccurate cgm readings. These episodes escalated to the point where emergency medical services (ems) were required to intervene. Treatment included administration of intravenous medication. The patient also noted that one of the episodes nearly resulted in a seizure. Due diligences were not attempted as the reporter elected to not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 150 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172761, mw5172762 and mw5172763 diabetes mellitus is a known cause of hypoglycemia.